Event description:
It was reported a patient underwent a knee revision approximately one year, ten months post implantation for pain and femoral loosening. Femoral implant and articular surface were revised. Tibial implant, tibial stem and patella were retained. No additional information was made available.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: ------------------------------------------------------ (B)(6) femur trabecular metal cruciate retaining (cr) narrow porous lot# 64947320. MDR: 0001822565-2023-02544. Additional associated products: ---------------------------------------------- (B)(6) tibia cemented 5 degree stemmed rt size e lot# 64760719. (B)(6) stem extension tapered cemented 14mm dia 30mm l lot# 64964596. (B)(6) all-poly patella cemented 35 mm diameter.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the implants with foreign material on them. As the implants were not returned no additional evaluations could be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial operative report was reviewed with no complications noted. No revision operative notes/report were provided. Radiographs were provided and reviewed by a health care professional. The radiographs were not sent for further review as they are dated post-revision and would not enhance the investigation. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.